Event description:
See initial report

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the customer facility. The reported error code could be confirmed and was displayed every time the unit was switched on. The defective gas blender was removed from service and a loan unit was installed at the customer site. The unit will be returned to the manufacturer sire for repair. The most likely root cause of the reported issue is a faulty ad transformer, located on the processor board.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to the a/d converter during priming. There was no patient involvement.